Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient details were not listed on multiple pyxis to access medications. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient details were not listed on the device; hl7 message resend temporarily restored data, but details disappeared again after subsequent resend. A technical support specialist (tss) remotely accessed the server, verified patient admission on 05/10, and identified admission inactivity set to 2 days with no activity for 5 days. Tss advised updating settings or sending an active order; customer confirmed recent changes and updated the setting to 30 days after tracing via last modified actor key. The system functioned as intended after the technical support specialist troubleshot the device.